Manufacturer narrative:
The vio integrated electrosurgical unit (iesu) generator was sent to and evaluated by the original equipment manufacturer (OEM). The reported failure couldn't be reproduced in-house nor confirmed in the error logs. There was no evidence of malfunctioning and the unit passed all the required and recommended tests. The system calibration was successfully completed without any faults nor producing errors under sensor (manual) or generator (auto) adjustments.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The vio dv integrated electrosurgical unit (iesu) generator was analyzed and the reported failure could not be reproduced. Errors m-11, m-b0-60, and c-00 were present in the error log. The unit energized and cauterized and all ports recognized instruments. The unit had no significant scratches or dents. The front bezel was not cracked.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed that the error c-34 occurred intermittently on the erbe. Fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi has received the erbe involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed.

Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure, an error c-34 occurred on the erbe generator. An intuitive surgical, inc. (Isi) technical service engineer (tse) guided the customer on how to replace the energy cable and the instrument, but the issue persisted. The tse guided the customer to reboot the erbe. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed using a forcetriad generator. There was no injury to the patient.